Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported having experienced ineffective left leg stimulation. Reprogramming was unable to resolve the issue. X-rays and possible surgical intervention are planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to reposition the lead. The ipg was electively replaced at the procedure. The patient received bilateral stimulation post surgery.